Event description:
It was reported that the patient expired. The cause of death was unknown; the death was unrelated to implanted system per the reporter. The pump contained hydromorphone 14.0 mg/ml at a dose of 4.8 mg/day and sufentanil 140.0 mcg/ml in simple continuous mode.